Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed glucose tablets to treat the bg. During troubleshooting with tandem technical support, it was found that the pump was functioning as intended. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.